Event description:
It was reported to philips that there was a charging failure where the battery cannot always touch the battery charge board. The device was not in use on a patient. No patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number not provided. (B)(6).

Event description:
It was reported to philips that there was a charging failure where the battery cannot always touch the battery charge board. The device was not in use on a patient. No patient involvement.